Event description:
It was reported to hill-rom that the head of the bed would not go up. A hill-rom service technician found that the CPR lever was stuck. An adjustment was made to the CPR lever to allow the CPR lever to function properly. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.